Event description:
It was reported that the foot control device had intermittent operation. It was further clarified that the device did not stop, but the power level got low. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.